Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, there were two implantable cardioverter defibrillators (ICD) that exhibited a gray bar on interrogation, indicating low telemetry battery voltage. The devices were not used and another device was successfully implanted. No patient complications have been reported as a result of this event.